Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open white pulse wire inside of the trunk cable insulation. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.